Event description:
Patient had a spinal block and had been placed in stirrups for the procedure. When the crna attempted to lower the foot of the table using the wired remote control, it would not lower. Rn attempted to lower with the "hardwired" on the pedestal of the bed without success. One could hear the motor running, the foot of the bed moved very slightly and appeared to be catching on something internally. The patient had to be moved to another operating room table. Steris representative stated: no reports on this model or this type problem.